Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair and cystoscopy; due to stress urinary incontinence (secondary to intrinsic sphincter deficiency), uterine prolapse and cystocele stage ii. The patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, nausea, fatigue, difficulty sleeping, emotional problems, depression and anxiety.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on, (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.